Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed oversensing and had an out of range pacing impedance measurement. The noise was reproduced when the patient lifted his arms overhead. It is suspected that the competitor's lead is fractured.